Event description:
It was reported that the purewick female external catheter gave a bad rash that was blistery and a yeast infection. It was noted that the patient had been using this product for more than 90 days. It was unknown what medical intervention was provided. Per customer contact via phone on (B)(6) 2022, the patient had been treating the yeast infection with monistat (otc medication) but it had not cleared it up. The patient stated that the skin irritation or rash had cleared on it was own after discontinuing use of the purewick female external catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the purewick female external catheter gave a bad rash that was blistery and a yeast infection. It was noted that the patient had been using this product for more than 90 days. Per customer contact via phone on (B)(6) 2022, the patient had been treating the yeast infection with monistat (otc medication) but it had not cleared it up. The patient stated that the skin irritation or rash had cleared on it was own after discontinuing use of the purewick female external catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. To avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Not recommended for patients who are: experiencing skin irritation or breakdown at the site. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.